Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was damaged. The following information was provided by the initial reporter: breakage is occurring at the luer lock connection and disconnections of the bonded needleless valve.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9281 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.